Event description:
The customer reported the device will not power on and the ac led does not illuminate when plugged in. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.